Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient presented with pain, edema, small blood flow and hard mass around the ostomy for 20 days. A gastroenterologist prescribed oral antibiotic ceclor 500mg. Bleeding stopped. After a gastroscopy, according to the gastroenterologist, no pathological finding was found and the physician attributes all the symptoms to the lack of proper hygiene, as the patient is in a monastery. Initiation of oral antibiotic augmentin (875 + 125) mg, and topical application of betadine at the ostomy was recommended. The patient still reports pain in the ostomy area and intense tenderness. A small granuloma was found in the upper part of the ostomy and a bad smell. The catheters were replaced prophylactically.